Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During service and evaluation it was observed that the motor power was too low. It was also noted that the device failed pre-repair diagnostic tests for function of the reverse locking mechanism, function of the triggers for forward/ reverse mode, and the power with test bench. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that before use on a patient it was observed that the compact air drive device trigger was sticking and had to be pushed to release. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.